Manufacturer narrative:
The dr then used the back-up drill bit to complete the case with no further issues.

Event description:
During a case, the dr attempted to drill a hole using the midface b drill bit, however, the tip broke off. The dr was using the bit in the recommended fashion during the process. The drill bit tip could not be found.